Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced buffer valves (part number c28717) to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. Initial reporter name and address: (B)(6). Initial reporter phone: (B)(6).

Event description:
The customer reported the au680 clinical chemistry analyzer generated erratic ise (ion-selective electrode: sodium, potassium and chloride) patient results. The results were not released from the laboratory. There was no change in patient treatment in association with this event.